Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case# FDA-2014-n-0736-2038, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 in the operation room. After insertion, around the 3rd day, she was still bleeding heavily and in severe pelvic pain and stabbing like pains on right side. She called the doctor and told him what was going on. He brushed her off and said it was due to depo. The pain just got worse and bleeding never stopped. She called and went to see the doctor many times within 3 months to no help. In (B)(6) 2012, hsg (hysterosalpingogram) was performed and showed that the right coil had migrated and punctured her right fallopian tube; the left appeared to be correctly placed with exception of length. Almost 2 months later, still in pain and told to take tylenol and that the heavy bleeding with huge clots was due to depo shot (which was no longer in her system) she was in outpatient surgery to have tube and coil removed. She asked to have both sides taken out due to being scared it might happen again. He refused and never had post op visit. She experienced constant bleeding and contraction like pains in her lady parts. She was sent to a referred doctor of essure and doctor found cysts on left ovary very large in sizes. She had never had those before essure. Three years later and many doctors and bills and pain and suffering she was finally able to get essure out. On (B)(6) 2015 she underwent total hysterectomy. Immediately the nasty metal taste was gone, stabbing pain was gone, migraines were gone and she could remember things again. She could sit or lay without being poked and shooting pains. Every test done came back normal. There was no clinical reason or answer for her pain and bleeding, metal taste, constant yeast, uti (interpreted as urinary tract infection) and so much more. Then once these coils came out, she felt so much better within hours. She was never asked about nickel allergies, which she was allergic to. Product technical complaint investigation received on 12-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain, stabbing like pains on right side (interpreted as pelvic pain), and was bleeding heavily, bleeding with huge clots, constant bleeding (interpreted as genital bleeding). Hysterosalpingogram (hsg) showed that right coil had migrated and punctured right fallopian tube (interpreted as fallopian tube perforation). Five months after insertion, she underwent surgery to have right tube and coil removed, and 3 years after insertion a total hysterectomy was performed. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain may occur. In the present case, consumer also had large ovarian cysts which could have contributed to the pain. However, given the nature of this event, and since the pain resolved after hysterectomy, causality with essure cannot be excluded. Abnormal genital bleeding and menses pattern changes may occur after essure insertion. Given the nature of the event genital bleeding, and positive temporal relationship, causality with essure cannot be excluded. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure. In the present case, the exact date of the perforation was not reported; it was diagnosed on the hsg. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed or identified; a relationship between the reported medical events and a quality defect was excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.